Event description:
It was reported that the patient present for follow up with discomfort due to episodes of inappropriate shock delivered by the implantable cardioverter defibrillator. Shock was delivered for supraventricular tachycardia with rapid ventricular response in the programmed ventricular fibrillation zone. Programming interventions were made. The patient was stable.